Manufacturer narrative:
Based on the claim against the product by the customer noting the clip application issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier was analyzed and found to have failed the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system, which passed the recognition and engagement tests. The instrument retained the clip through engagement but could not release the clip as commanded. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue. Additional observation(s) not reported by site: failure analysis found the primary failure of the bent grip to be related to the customer-reported complaint. The instrument was found to have a be grip and the tip does not align with the other grip.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the medium-large clip applier was not releasing the clip when applied. The customer needed to wiggle it out to remove it. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically using a backup clip applier. They did not feel safe using the c medium-large clip applier after the incident. They were clipping a vessel when they encountered the issue. They removed the instrument and continued with the other. The surgeon did not have any other issues other than that. The customer is returning several instruments for the same reason but with different procedures.